Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy of a large 450 gram uterus on (B)(6) 2010. During the procedure, when the trigger was pressed on the device, the blade would spin but would not consistently be exposed. Another like product was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01314 and 2210968-2010-01316. The same patient is represented in each medwatch.